Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that electrical cardioversion was performed because of atrial fibrillation which led to the left ventricular lead dislodgement. The lead also had elevated thresholds and pacing failure. The lead was repositioned and subsequently replaced. The patient is enrolled in a clinical study. No patient complications have been reported as a result of this event.